Manufacturer narrative:
The main component of the system. Other relevant devices are: (B)(4), s/n: (B)(4); use by date: (B)(6) 2019; upn # (B)(4). The main component of the system. Other relevant devices are: (B)(4), s/n: (B)(4); use by date: (B)(6) 2018; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured 36mm diameter thoracic aortic aneurysm. A valiant captivia 36x36x200 stent graft was placed proximally and a 40x40x200 was placed distally. However, it was reported that, during delivery of a third valiant captivia (40x40x150), the patient lost a-line pressure. The physician then removed the 40x40x150 without attempting deployment, and placed a reliant balloon in the thoracic aorta to occlude blood flow. Despite attempts to resuscitate, the patient died. Per the physician, the cause of the event was anatomical due to the rupture of the tortuous thoracic aorta. No other clinical sequelae were reported.